Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic valve underwent a valve-in-valve procedure due to structural valve deterioration and tricuspid stenosis. Implant duration of the pre-existing surgical valve is approximately six (6) years and 10 months. A ttvr was successfully performed with an edwards transcatheter valve. Tte post-valve replacement showed valve in excellent position, normal lvef and no pericardial effusion.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards learned patient also underwent intervention due to nonrheumatic moderate tricuspid insufficiency. There was reported to be limited leaflet mobility. There was no tricuspid regurgitation and no perivalvular regurgitation with excellent positioning. There were no complications. Patient was discharged on post operative day five.